Manufacturer narrative:
Event date is approximate. The date of lack of effect was not known and the sudden change in therapy was about 1.5 weeks ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported the patient called to talk about their settings. A week and a half ago the patient experienced uncomfortable stimulation and a sudden pain in her vagina area on the right hand side. The patient lowered the setting this morning from 5 something volts to 4.2 v and it was better. The patient had raised the setting to above 5 v because they wanted therapy to be more effective. During troubleshooting the patient turned off the stimulation and the feeling was better, but she still felt it. Patient stated she would leave the stim off and contact the doctor. The patient had recently been to her gynecologist and everything was fine and she had a call in now to the gynecologist. On(B)(6) 2018 the patient called in again stating that she turned the stimulation off, and her pain had gone away. Patient went to see her gynecologist, who told her that everything seemed okay from a medical standpoint. Patient services reviewed options and the patient elected to change to another program and was assisted in changing to p3 and increasing to 1.5v. Patient says the stimulation was too strong and felt "like a cramp in the buttock" at 1.9v, so she lowered it back to a comfortable level. Patient is now feeling comfortable stimulation in the target area and says the stimulation is more in the buttock area and less in the vaginal area now. Patient services reviewed to track changes and symptoms in a journal and reviewed general device information. The patient will follow-up with the managing hcp if the current setting is not effective. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the sudden pain were ¿gradually built up; increased setting.¿ in order to resolve it they changed to a different program. No further patient complications are anticipated or expected as a result of this event.